Manufacturer narrative:
Technical inspection of the system involved revealed no technical issues. The temporal relationship and anatomical proximity of the access point to neural structures support a reasonably possible causal relationship to the procedure. The reported neuropathy is attributed to incorrect technique used by the doctor. A retraining is planned. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
A female patient complained about neuropathic pain radiating along the ulnar nerve 5 days following the quantumrf procedure on her arms. Patient is currently on pregabalin & vit b complex.

Manufacturer narrative:
17-feb-2026: follow up report is submitted with updated information: b5 event description has been updated. Investigation conclusions updated: technical inspection of the system involved in the incident revealed no technical issues.the reported neuropathy is attributed to incorrect technique used by the doctor. The doctor worked in proximity to the ulnar nerve, contrary to the IFU. This was further aggravated by delivering total energy that exceeds the recommended protocol to the treatment area, not suitable for the given patient. Per latest update, the patient has completely recovered. Proper technique and avoidance of high-risk anatomical areas have been dicussed with the doctor and additional retraining has been scheduled for the doctor. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
A female patient complained about neuropathic pain radiating along the ulnar nerve 5 days following the quantumrf procedure on her arms. Patient was prescribed pregabalin, vitamin b complex, and short-course prednisolone.